Event description:
It was reported via legal documentation that approximately 99 months after a left knee replacement procedure, the patient may require a revision procedure to address prosthesis wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices unknown the device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The following sections were updated: b3 d1 d4 d10 concomitant devices: (B)(6), 200-02-35 - three peg patella 35mm, (B)(6), 02-012-35-5009 - logic tibia ps mod insrt sz 5 9mm, (B)(6), 02-010-01-0250 - logic femoral ps cem left sz 5, (B)(6), 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t. The following sections were corrected: b1 h6 the reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.